Event description:
Two patients with discrepant results for multiple assays. Patient 1, initial albumin result 3.9 g/dl, repeat 2.6 g/dl; initial calcium result 6.8 mmol/l, repeat 8.1 mmol/l; initial bicarbonate result 41 mg/dl, repeat 22 mg/dl. Patient 2, initial bicarbonate result 20 mg/dl, repeat 34 mg/dl. No adverse events reported in association with the incorrect results. The field service representative determined a defective valve on reagent #1 pipettor was the cause and replaced the valve. He also noted he replaced defective high concentration waste lines on nozzles 2 & 6. Performance tests performed which were within specification.